Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra hp icw wand, I twas noticed that the pt had sustained a small tissue burn at the corner of the mouth. No further info was provided regarding the severity of the burn or any treatment given, however, no further pt complications have been reported.